Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. However, it is possible to infer the cause from the results of past similar investigations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The tissue pad was fell off due to load applied to the peeling tissue pad. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
An olympus employee reported that a customer experienced a thunderbeat tissue pad falling. The event occurred during an unspecified therapeutic procedure. The procedure was completed using a replacement device. There is no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.